Event description:
It was reported that the patient had low voltage advisories on battery power even when the batteries are fully charged and on mobile power unit (mpu) power. The account did not note alarms in the patient's history. The account wished to know if the patient was having any issues with his controller. A review of the log files noted some intermittent indications of a weak connection between the batteries and clips. The issue also appeared to be intermittently occurring on the mpu. Technical support recommended that the account inspect all connectors on the mpu patient cable and controller for integrity, as well as checking the battery and battery clip contacts. Technical support also recommended cleaning the battery and battery clip contacts with an alcohol wipe. If the issue does not resolve, technical support noted that it may be necessary to replace some of the patient's equipment. The account exchanged the controller. The account determined that the controller was causing the alarms. The controller was replaced. The connectors and contacts on the mobile power unit (mpu) patient cable, controller, batteries, and clips were checked for integrity and cleaned as recommended. The patient was stable at home. The account planned to monitor for any further alarms. The controller will not be returned.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage advisory alarms when connected to 14v batteries can be confirmed based on the information recorded in the provided event log file. The event log file contained data recorded from (B)(6) 2021 where low voltage advisory alarms were recorded. The associated voltage levels indicated that the alarms occurred while connected to 14v batteries. There were two atypical power cable disconnect alarms while connected to an mpu. A specific root cause for the alarms was not able to be determined. The system controller serial number (B)(6) was not returned for evaluation. Per the additional information the account determined that the controller was causing the alarm and it was replaced. The controller will not be returned. Heartmate 3 patient handbook under section ¿alarms and troubleshooting¿ explains all alarms and the proper actions to take if the alarms cannot be resolved. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. No further information was provided. The manufacturer is closing the file on this event.